Event description:
On (B)(6) 2025, the patient reported high blood glucose (bg) and received a ¿connect cgm or enter bg¿ alert. The agent guided the patient through restarting the pump and toggling from g6 to g7, successfully completing pairing (code: 4614). A fingerstick blood glucose (bg) reading was 390 mg/dl, which the agent had the patient enter into the pump for dosing. The agent planned a follow-up call in 30 minutes to confirm sensor connection. On (B)(6) 2025, the agent followed up and confirmed the sensor had reconnected. Bg was 290 mg/dl and trending downward. The agent advised that it may take 1¿2 hours for bg to return fully to range. The patient understood. The bg was corrected by connecting to cgm. The patient reported of being tired during the event. No medical intervention reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.